Event description:
The reporter contacted animas on (B)(6) 2014 alleging the ok keypad button was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2014 with the following findings: on examination, the keypad was intact without damage. On testing, the ok keypad button had normal response when pressed. The remainder of the keypad buttons also had normal response with appropriate spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior pump components. Investigation did not duplicate the reported issue.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.